Event description:
Boston scientific received information that during implant procedure, this right ventricular (rv) lead exhibited low out of range pacing impedance measurement. The lead connection and placement were checked but neither was determined to be the cause. The lead was explanted and a new rv lead was successfully implanted without issue. There were no adverse patient effects reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.